Manufacturer narrative:
Internal complaint reference (B)(4). Initial reporter postal code: (B)(6).

Event description:
It was reported that, the 4th layer of two profore 18-25cm ankle circ. Case 8 is very hard to pull out and to roll on patients¿ legs. Eventually this 4th layer was torn due to clinician had to use force to pull it out. The adhesiveness of 4th layer is very tight compares with other batches. Clinicians concern that this might affect the compression pressure and treatment outcomes. It consumes huge nursing time and might not achieve desirable compression pressure too. As these were noticed during a set up or inspection, patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation, there was no obvious visual issue, images have been reviewed confirming individual layers were tightly glued to one another, however, the functional evaluation has confirmed the profore layer 4 was difficult to unwind. A relationship against the reported event has been established. A complaint history review confirmed further instances of this nature. A review of the manufacturing records confirmed the device was released according to specification. A further review of the manufacturing process was also performed, and a root cause of inadequate standard operating procedure has been assigned. Corrective action has been assigned regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.